Event description:
Hcp reported they had some trouble with the pump refill. They thought the pump was full, but it was not. The patient presented with withdrawal symptoms of increased spasticity, nausea, and lethargy. The pump was refilled and the patient was admitted for observation over the weekend. The patient is reported to be doing fine now.